Event description:
The pt reported after the implantation of her scs system she started experiencing hip and leg pain. The pt was advised to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.